Event description:
The customer called to report the insulin pump shutting off for no apparent reason. No prior alarms had been given either. The customer did not want to troubleshoot, and wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.